Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device history record was unable to be reviewed for this device since it is unknown which serial number is related to this event. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the foreign material was unable to be identified as no images of the foreign material were provided for visual analysis. Furthermore, there were no deviations from instructions for use (IFU) in the reprocessing steps for the area where foreign material remained. Additionally, no physical damage was observed with the device where the foreign material was remained. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: - the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. - the instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported the device was cleaned, disinfected and sterilized prior to being returned for evaluation. There was no delay to precleaning, and manual cleaning was performed within an hour after the procedure. The device was rinsed before manual disinfection. There were no abnormalities in the accessories used for reprocessing. All scope channels were connected with tubes when the scope was set up into the automatic endoscope reprocessor. The instrument/ suction channel was aspirated with water using a suction pump. The instrument channel, suction channel, air/water valve/suction valve, biopsy valve were brushed. The device is not expected to be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the customer used a new pull through cleaning brush on the duodenoscope and found shavings of the brush inside the scope. This occurred with multiple scopes and at least one of those scopes had been used on a patient. Additionally, debris had been found from previous cleaning which suggested a possible cross contamination. The device was inspected prior to use. This was found during reprocessing for a diagnostic and therapeutic endoscopic retrograde cholangiopancreatography procedure (ercp). The intended procedure was completed with no delay using the same set of equipment. There was no report of patient harm, and no extended hospital stay was noted. This report is related to linked patient: (B)(6).